Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed and found to have electrical and fiberoptics defects. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue. .

Event description:
It was reported that prior a da vinci assisted surgical procedure that 3 scopes encountering error 48406 throughout the week. Technical service engineer (tse) reviewed logs, confirmed error 48406. The procedure was completed with no reported injury.